Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a stroke. After the procedure the facility reported the patient experienced a cerebral infarction five days after the procedure. The suspected cause is air ingress. No further information about the patient's status has been provided. The sheath is not expected to be returned as it was disposed of at the end of the procedure.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a stroke. After the procedure the facility reported the patient experienced a cerebral infarction five days after the procedure. The suspected cause is air ingress. No further information about the patient's status has been provided. The sheath is not expected to be returned as it was disposed of at the end of the procedure. It was further reported that the physician did not consider the incident to be severe, and the patient was under observation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.